Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while performing a training, the navigation system would intermittently become unresponsive when performing tracer registration and would prompt the user the complete registration as the error metric and zones of accuracy calculations would not be completed. The representative prompted the undo button on the navigation system to remove all segments of the registration and a new registration would have to be performed. There was no patient present when this issue was identified. No additional information was provided.